Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl. The customer followed instructions from technical support to remove the cartridge and deliver a 9-unit bolus, successfully reloaded the original cartridge, and resumed insulin therapy.